Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention to revise his scs ipg site. Reportedly, the patient lost weight and his scs ipg moved closer to the skin and was causing pain at the pocket site. During the procedure the physician relocated the patient's scs ipg pocket site and implanted the ipg deeper. Follow up information identified the patient reported the issue was resolved as his scs ipg was in a better location.